Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). (B)(4). A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Product manufacture date: sep 2, 2015. Product expiration date: aug 31, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to trochanteric fixation nail ¿ advanced (tfna) system hardware breakage. The patient initially underwent an open reduction internal fixation procedure and was implanted with a long tfna (with blade) and cerclage cable to treat an intertrochanteric fracture with subtrochanteric extension/comminution on (B)(6) 2016. The initial surgery proceeded successfully. It is unknown if proximal locking was dynamic or static. On (B)(6) 2016 the patient presented at the hospital with breakage at the proximal nail aperture. During the (B)(6) 2016 revision surgery the nail was removed without issue. The patient was revised to a larger diameter tfna nail (14mm, 130 degree, 360mm length) with a static locked helical blade augmented with 4ml of tramacem v+. The nail was dynamically locked distally during the revision surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient height reported as (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) titanium cannulated trochanteric fixation nail - advanced (part: 04.037.227 / lot: 9878566) was returned for investigation. The device was reported to have broken, and upon receipt, it was confirmed that the device was cracked through the proximal locking hole. Additionally, the implant exhibits discoloration and mottling consistent with implantation. The cause of the complaint condition could not be determined, but it is likely that the nail failed due to cyclic loading since the bone did not properly heal. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. One (1) locking mechanism (part: 04.037.912.2 / lot: 9494169) and one (1) fenestrated helical blade (part: 04.038.390 / lot: 7889549) were also received. These concomitant devices show no evidence of having contributed to the event; further, no product design or manufacturing related issues were identified upon visual inspection. The relevant drawings were reviewed with no issues or discrepancies noted. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The condition of the returned device does agree with the complaint description. Whether the complaint condition can be replicated is not applicable. The cause of the complaint condition could not be determined, but it is likely that the nail failed due to cyclic loading since the bone did not properly heal. No new, unique, or different patient harms were identified as a result of this investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) report: tfna blade (part: 04.038.390s / lot: 7889549 / quantity: 1); screw (part/lot: unknown / quantity: 1); and cable/locking mechanism (part: 04.037.912.2 / lot: 9494169 / quantity: 1).